Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that water was leaking from the connection between the bag spike and the water feedset tube on an mr290v vented autofeed humidification chamber. This was found after three days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and connected to a water bag and performance tested. Results: upon connecting to a water bag a drop of water began to build at the connection between the feedset tube and the bag spike connection on the returned chamber. Visual inspection identified that sufficient glue was present however the glue did not bond properly. A lot check revealed no other complaints of this nature for lot 130716. Conclusion: we are unable to determine the cause of the reported fault. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. (B)(4). Additionally, all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. (B)(4).